Event description:
Dealer stated that the irc5p concentrator keeps turning off.

Manufacturer narrative:
MDR decision date: (B)(4) - kel - no RMA has been initiated for this issue. The malfunction has not been confirmed.